Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the right atrial lead into the pulse generators header. The physician used silicone oil and was able to successfully insert the lead into the device header. The lead remained implant. No adverse events or patient complications were reported.